Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h234 was conducted. There were no non-conformance associated with this lot. This lot met all release requirements. A review of kit lot h234 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: (B)(4). P.t. (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak from the anticoagulant tubing near the anticoagulant spike chamber. The customer reported the leak was noticed around 400 ml of whole blood processed. The customer aborted the ecp treatment and did not return residual blood to the patient. The customer stated the patient was stable and would start a new treatment. The customer did not return the product for investigation.